Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to the ipg being implanted too deep and the pt is unable to charge. The physician made a new pocket and used the same ipg. The pt is reportedly doing well.